Event description:
The reporter stated, the surgeon attempted to insert a cq2015a collamer aspheric three piece lens. The lens got stuck in the cartridge during the advancing stage. The tip of the cartridge came in contact with the patient's eye. The lens was not inserted into the eye. There was no patient injury. The lens was damaged.

Manufacturer narrative:
(B)(4). (B)(4).